Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to difficulties deflating the ipp. One cylinder was staying inflated at all times resulting in pain and discomfort, in the penis shaft, for the patient. Imaging was performed and a bulge was identified on the cylinder. A new ambicor penile prosthesis (app) was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Additional information provided to update d4 model number, catalog number, unique identifier, and d6a implant date. D6a implant date is approximate.

Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to difficulties deflating the device. One cylinder was staying inflated at all times resulting in pain and discomfort, in the penis shaft, for the patient. Imaging was performed and a bulge was identified on the cylinder. The entire app was replaced with a new app. There were no additional patient complications reported.

Manufacturer narrative:
Updated information to h6 conclusion codes and additional MFR. Narrative. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to difficulties deflating the device. One cylinder was staying inflated at all times resulting in pain and discomfort, in the penis shaft, for the patient. Imaging was performed and a bulge was identified on the cylinder. The entire app was replaced with a new app. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the ambicor penile prosthesis (app) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the cylinders identified that one of the cylinders presented a bulge and wear at a fold in the middle of the cylinder. This cylinder also had a hole that was consistent with sharp instrument damage. The other cylinder and pump did not show any signs of visual abnormalities and both components passed the leak testing. Based on the information available, the reported observation was confirmed, and a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that this ambicor penile prosthesis (app) exhibited deflation difficulties. One cylinder remained inflated at all times resulting in pain and discomfort in the penis shaft for the patient. Imaging was performed and a bulge was identified on the cylinder. The entire app was replaced with a new app. There were no additional patient complications reported.